Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that patient had the pump revised in 2012 and "all of his symptoms went away." The pump was sitting under patient's ribs and rubbing up against his intestines and bones. The pump was re-positioned and filled with dilaudid. The pump was used to deliver morphine prior to revision surgery. Additional information has been requested, but was not available as of the date of this report.